Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded a high, out-of-range (oor) shock impedance. Additional information indicates that the patient was brought in for further testing. All tests produced stable impedance measurements. The system remains in service. No adverse patient effects were reported.